Event description:
A (B)(6) manager reported a system message displayed related to an occlusion. The operating room staff replaced the cassette to resolve the problem. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first event reported regarding this issue for this facility. There are no other complaints reported for this finished goods lot. DHR (device history record) review indicated that the lot was built to specifications. A sample was not returned for this complaint. The system operators manual recommends that when the system advisory code appears for priming issues, the cassette be ejected, reinserted, and the priming sequence repeated. If after following these recommendations, the system fails to prime; the customer should write down the advisory number and message exactly as it appears on the screen and contact a company representative. For this complaint, is not possible to determine the point at which the fms (fluidics management system) priming sequence failed, as the customer did not note the system advisory code. Action will not be taken based on this occurrence as the root cause is unknown. Quality assurance will continued to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).